Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling. No pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and suggested to run ventilator on test lung. Customer reported that he was not able to duplicate the malfunction and replaced the psol as a precaution. Covidien was not authorized to repair the unit.